Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested by 01/18/2012 by fax and mail. A completed questionnaire was received on 01/19/2012. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she cannot see as well out of her left eye as she does with her right eye at distance and near. In a f/u, the surgeon reported that no event has occurred. The pt has glaucoma in both eyes. He does not feel the lens caused or contributed to the event.